Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that he overinfused insulin due to incorrect meter reading. The blood glucose reading at the time of the event was 62 mg/dl. Customer stated that the paramedics were called and transported him to hospital. Nothing further reported.